Manufacturer narrative:
Additional information received as to the outcome of this event. The broken part remained in the root canal after the event and the patient was referred to endodontic specialist to remove the broken part. After further treatment the broken part was removed from the patient's root canal. All broken parts have been retrieved. Additional information for the lot # has also been received. The lot # is 1801333.

Manufacturer narrative:
Summary: three nitiflex files 25mm 015 were returned in loose. One of the files is not broken but bent at the base of the active part (fatigue). No material defect was found during analysis of the damaged area. The two other files were used but are not broken, not damaged. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1801333). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a nitiflex file 25mm 015 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.